Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ malposition essure device location of device :- left') and embedded device ('the left essure coil was noted to be penetrating the myometrium/failure to occlude') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal odor. Plaintiff underwent essure confirmation test with result : right occlusion only. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced migraine ("migraine"), headache ("headaches") and fungal infection ("infection (other)/ infection (other) describe: yeast"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/ infection (other) describe: passing skin-like tissue discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), uterine pain ("pain in uterus") and adnexa uteri pain ("pain in tubes") and was found to have weight increased ("weight loss/ weight gain/ weight fluctuation, weight gain / loss specify which one: weight gain"). The patient was treated with hysterectomy full and surgery (hysterectomy full). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved and the embedded device, vaginal discharge, vaginal infection, fatigue, migraine, headache, alopecia, weight increased, fungal infection, uterine pain and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, headache, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic/abdominal,dyspareunia (painful sexual intercourse}, dysmennorhea (cramping), migration/ uterus perforation, vaginal discharge, vaginal infection, fatigue, migraine, headaches, weight gain, hair loss, weight loss/ weight gain/ weight fluctuation : yes discrepancy : plantiff reports no removal plan because of unable to afford surgery current weight 177 lbs trailing coils left-3 right -2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: status post placement of bilateral essure devices with salpingogram explosion tubal ¿¿occlusion on the right and free spllliilge contrast from on¿ ¿the left consistent with potency.; on (B)(6) 2012: unilateral occlusion (right tube occluded) bilateral essure devices redemonstrated with patency of the left fallopian tube again noted.. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received -event infection updated to yeast infection and event onset date was added. Device ineffective event was deleted based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and embedded device ('the left essure coil was noted to be penetrating the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube left". The patient's medical history included vaginal odor. Plantiff underwent essure confirmation test with result : right occlusion only. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), infection ("infection (other)"), uterine pain ("pain in uterus") and adnexa uteri pain ("pelvic in tubes") and was found to have weight increased ("weight loss/ weight gain/ weight fluctuation, weight gain / loss specify which one: weight gain"). The patient was treated with hysterectomy full and surgery (hysterectomy full). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved and the vaginal discharge, vaginal infection, fatigue, migraine, headache, alopecia, weight increased, uterine pain and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, infection, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic/abdominal,dyspareunia (painful sexual intercourse}, dysmennorhea (cramping), migration/ uterus perforation, vaginal discharge, vaginal infection, fatigue, migraine, headaches, weight gain, hair loss, weight loss/ weight gain/ weight fluctuation : yes. Discrepancy : plantiff reports no removal plan because of unable to afford surgery current weight 177 lbs. Trailing coils left-3 right -2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: status post placement of bilateral essure devices with salpingogram explosion tubal ¿¿occlusion on the right and free spillage contrast from on¿ ¿the left consistent with potency.; on (B)(6) 2012: unilateral occlusion (right tube occluded) bilateral essure devices redemonstrated with patency of the left fallopian tube again noted. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "pelvic in tubes and uterus pain, infection (other),embedded, device ineffective event were added . Outcome of events " hole in uterus" was updated as recovered. Lab data was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/uterus perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent essure confirmation test with result : right occlusion only. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and weight fluctuation ("weight loss/ weight gain/ weight fluctuation"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, vaginal discharge, vaginal infection, fatigue, migraine, headache, alopecia and weight fluctuation outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: received treatment for pelvic/abdominal,dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), migration/ uterus perforation, vaginal discharge, vaginal infection, fatigue, migraine, headaches, weight gain, hair loss, weight loss/ weight gain/ weight fluctuation : yes discrepancy : plaintiff reports no removal plan because of unable to afford surgery. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information were added. Date of removal added. This case become incident. Previously reported event injury to herself were updated to pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), migration/migration/uterus perforation, vaginal discharge, fatigue, migraine, headaches, weight gain, hair loss, weight loss/ weight gain/ weight fluctuation, hair loss. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.